Event description:
Caller states that she tested 4.0 inr on the coaguchek xs system and 2.6 inr on a comparison lab. Caller states that her coumadin dosage was changed based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.